Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This article was written by anders bruggemann, erik fredlund, hans mallmin and nils p hailer. Bruggemann, et al. ¿are porous tantalum cups superior to conventional reinforcement rings?¿ journal title. 10.1080/17453674.2016.1248315.

Event description:
It was reported in a journal article that 10 patients experienced a revision due to recurrent dislocation. No further information was provided and patient outcome is unknown.